Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection (date not reported) at the implant site and treated with a skin revision, antibiotics (oral and topical) and steroid (topical).